Event description:
It was reported that patient was waking up from anesthesia after a ventral hernia repair and coughed. The suture broke open. The pt is very large and the pt underwent repair using #1 and #2 prolene sutures.